Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 8fr ik sheath was returned for product evaluation. No other accessories were returned for evaluation. Visual inspection revealed that the sheath was returned broken into two separate pieces. The edges of the sheath at the separation site were jagged and severely deformed. The edges were microscopically examined and it appeared that the sheath material had undergone elastic elongation likely under application of excessive pulling force. The sheath tip was deformed and there was a noticeable kink on the broken piece of the sheath as can be seen in the attached pictures. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of torsional pulling force caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the ik device sheath broke. Terumo medical received an FDA medwatch with additional information on april 5, 2019. The event description states: successful ablation accessory pathway of left lateral participating in ort. At the time of exchange of 6 fr sheath for 8 fr sheath to place (intracardiac echocardiogram) ice into the right atrium, the sheath tore in half. It is still unclear how this happened, as the manipulation of the sheath was not out of the ordinary, it was still located on the guide wire. A lasso snare was advanced from one of the other femoral sheaths over the ij wire, and on to the proximal portion of the torn sheath, controlling it. The right ij (internal jugular) was then accessed with ultrasound and the snare was placed over the sheath. Both were secured. The wire was then removed through the ij access site. Additional consolidation ablation was performed and the patient was monitored for 30 minutes without recurrence of ap. Patient was released post procedure, which was considered outpatient. The patient was transferred to recovery in stable condition.